Manufacturer narrative:
The pump and catheter was returned, analysis found catheter body broken and had significant twisting that may have affected infusion. Interrogation of the pump determined it was used to infuse dilaudid (9.365 mg/day, 20.0 mg/ml) and baclofen (117.07 mcg/day, 250.0 mcg/ml). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-may-04. It was reported that the pump kept flipping and was not staying still. It twisted so much the catheter broke. The pump and catheter were removed on (B)(6) 2018. The patient said that this shouldn¿t have happened to her body, and she is losing time from work. The event date was unknown, but it was reported ¿probably since the beginning.¿ the patient inquired if the product had been returned for analysis. Baclofen was also being delivered with an unknown dose and concentration. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: patient, product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (hydromorphone) at unknown concentration and dosage via an implantable infusion pump. It was reported that the pump became unsutured and was flipping within the pocket. Patient was possibly repeatedly flipping the pump in pocket. The catheter was broken at the pump connector. There was infection in the pocket. Entire system was explanted. Infected tissue was lodged within the pump connector, preventing it from spinning at the connection. When removing the spinal portion, the hcp discovered multiple twists. Patient was not displaying any withdrawal symptoms or signs of infection. The issue was resolved and patient status was alive with no injury. No further complication was reported.